Event description:
As reported by the customer for this event, the metal parts inside the knob were found to have come off upon inspection of the delivered device. There is no patient involvement.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the knob was damaged and had come off. Rust was observed on the male part of the cock and there was discoloration of the adhesive. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that reprocessing such as autoclave sterilization or conditions other than that of the device instruction manual were used damaging the glue of the subject device. Information on reprocessing is included in the instructions for use (IFU) chapter "compatible reprocessing methods and chemical agents" and chapter "cleaning, disinfection and sterilization procedures". Olympus will continue to monitor field performance for this device.